Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not have sound. The unit was triaged and the reported condition was confirmed. The root cause of the reported symptom was a damaged wire in the harness-buzzer assembly. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the pump back to stock with no reported malfunction. Upon triage on (B)(6) 2017 the unit was found to have no sound. No patient involvement.